Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned cardiac arrhythmia treatment was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the ceiling rail monitor showed no signal input. Upon troubleshooting, the fse found that the dvi splitter had no power. To resolve the issue, the fse reseated the power supply to the dvi splitter, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not show the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (B)(4) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.